Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was abdominal wound infection post mesh insertion for hernia repair. The procedure performed was an exploratory laparotomy, drainage of abscess, removal of mesh, insertion of biodegradable mesh, and insertion of wound vac. The patient has had a surgical revision, chronic pain and recurrence. Other relevant history: previous implant was gore-tex dual mesh. Past surgical history: ventral hernia repair and cholecystectomy.